Event description:
When contacted by beckman coulter inc., (bci) for a market surveillance call, the customer commented that unicel dxc 800 pro synchron clinical systems had generated false low sodium (na) results which were reported out of the lab. The instrument was re-calibrated, samples rerun and results amended. Customer did not provide any specific examples, but told qa on (B)(6) 2011 that na results were approximately 3mmol/l low. Treatment was not initiated or withheld based upon false results reported.

Manufacturer narrative:
Qc prior to the event was within lab-established ranges. When the patient result trend is noticed, the system is recalibrated. A field service engineer (fse) was dispatched: per fse visual inspection and initial calibration integrity check, there was no any evidence of any performance issues with sodium. Yellow precipitate was noticed on the chloride tip and the fse replaced the tip. The fse performed calibration integrity and performance assessment checks after replacement of chloride tip; all results passed. The customer admits to temperature fluctuation in the lab, which exceeds bci specifications. The customer will closely monitor lab temperature and recalibrate the system if the temperature changes significantly.